Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possibly inappropriate anti-tachycardia pacing (atp) and high-voltage therapy for supra ventricular tachycardia (svt)-atrial fibrillation (af) that the implantable cardioverter defibrillator (ICD) classified as ventricular tachycardia (vt). Additionally, it was noted that the right atrial (ra) lead exhibited undersensing and appeared to result in inappropriate atrial pacing. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ICD high voltage therapy was not appropriate. It was noted that the patient experienced atrial fibrillation with rapid ventricular response. It was also reported that re-programming was performed.